Event description:
A 3.0 mm diameter x 18 mm length driver rx coronary stent system was inserted into a patient with target lesion lcx #13 which exhibited 90% stenosis with severe calcification. While inflating the balloon at 9atms at the target lesion, the balloon rupture was observed. No abnormalities were noted during the preparation and inspection prior to use. No health hazard was caused after completion of the procedure and no additional clinical sequelae were reported. Medtronic received the device for evaluation and a leak at the proximal side to distal marker band was confirmed. There was a long scratch mark running proximally from the leak site. Review of the procedural cd images received confirms the lesion was severely calcified. There is evidence of contrast leaking from the distal end of the delivery balloon on the first inflation. It appears that the delivery balloon may have not been fully deflated on withdrawal from the stent as the leak from the distal end is still evident. The images show that the expansion of the stent was restricted with the stent conforming to the shape of the vessel. The stent was not concentric most likely due to the presence of calcified plaque at the lesion. The possibility exists that during delivery of the stent, the balloon material between the strut elements may have been damaged by a stickle of calcium, resulting in the leak when pressure was applied to the balloon.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: severe calcification, 90% stenosis.